Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was received for analysis. The balloon was deflated, as-received. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond was .0314", which meets specification. The hypotube was separated 32cm from the mid-shaft/hypotube bond. The hypotube fracture surfaces were ovaled and flattened, which suggests the device was kinked prior to separation. A luer fitting was attached to the remaining length of the hypotube (on the distal side of the separation) in an attempt to inflate the balloon. This method of inflation was unsuccessful, likely attributable to the flattened fracture surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that balloon inflation issues occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous artery. A 8mm x 2.50mm nc quantum apex balloon catheter was used after the stent was implanted. During inflation, the physician increased the pressure level but the balloon was not dilated sufficiently based on the fluoroscopic image. The physician reported that no detachment/separation of the device occurred during procedure. They exchanged it with another of the same device and the procedure was completed. No patient complications were reported and the patient status is good. However, returned device analysis revealed a broken hypotube.